Event description:
Pt reports both pumps are causing occlusion errors too many times, stating about 20 times. Pt confirms no issues with IV line, did cassette change, new batteries, new tubing, no clamping and no kinks. Specific alarm code unknown. Pump serial numbers provided: (B)(6) and (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Pt's weight 185lbs. Unknown if md is aware. Dose/amount: remodulin - 40ng/kg/min. IV remodulin pt via cadd solis pump. Was troubleshooting done? - unknown. Did pt miss any doses or have an interruption in therapy due to product complaint? - no. Did pt experience an adverse event due to product complaint? - no. Is the malfunctioning device available for return, in case the manufacturer requests? - yes, upon return by pt. Is defective device being replaced? - yes. Is therapy life sustaining? - yes. Therapy start date: (B)(6) 2024. Diagnosis for use: pulmonary arterial hypertension. Pt code: 4582. Device code: 1014. Ref report: mw5185518.